Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that her onetouch verio iq meter was reading inaccurately high compared to another meter (onetouch ultra). The complaint was classified based on the customer care advocate (cca) documentation. Medical surveillance specialist (mss) made two unsuccessful attempts to follow up with the patient a "no response" letter was sent to the patient. The patient stated that the alleged inaccuracy began on "(B)(6) 2016, 11:58pm." The patient detailed that she obtained an alleged blood glucose result of "134mg/dl" on the subject meter, compared to "95mg/dl" obtained on another meter, preformed within 30 minutes of each other. Based on statistical methodology, the calculated difference between these results exceeds lfs' criteria for accuracy. It is unclear how the patient manages her diabetes. She reported that on an unknown time prior to the alleged product issue beginning she developed symptoms of hyperglycaemic. No medical intervention was reported. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure, the correct testing steps were used and an approved sample site was used to obtain the results. The test strip vial was neither cracked nor broken and the test strips were stored correctly and not expired. The patient did not have control solution to test. Replacement products were sent to the patient. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycaemia or hyperglycaemia, nor did she receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the subject meter did not meet lfs' accuracy criteria.

Manufacturer narrative:
Follow-up # 1 device evaluation. The lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.